Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received power error on their insulin pump. It was reported that the customer was receiving power error every four hours. The customer's blood glucose level was reported to be 144mg/dl. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool has confirmed power system error alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with scratched case and pillowing keypad overlay.